Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician was unable to verify the problem. The device was evaluated with diagnostic software, in addition to performing complete performance and functional testing. The device passed all tests and was returned to clinical use. (B)(4).